Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported a hospitalization due to high blood glucose of 620 mg/dl. The customer's symptoms of high blood glucose were vomiting and not felling well. At the hospital the customer was treated with insulin drip. The customer was wearing the insulin pump at the time of the hospitalization. The spouse stated that the high blood glucose might have been due to a late bolus deliver. The customer's spouse stated that the food was eaten four hours before the actual bolus. No further information was provided.